Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a device replacement, the new cardiac resynchronization therapy defibrillator (crt-d) had a setscrew issue as there was a screwing problem. When tightening the leads inside the port of the device, the leads came out with the setscrew. The device was not used and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed, and no anomalies were found. The returned device indicated a damaged grommet, a damaged set screw, and the set screw was found in the connector bore. Visual examination of the connector noted no anomalies. Evaluation of the connector noted the setscrew threads were stripped or damaged.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.